Event description:
The patient called to report that the patient was taken to the ER after the patient thought the patient was having a stroke. The patient used the suspect device to check the patient's blood glucose and obtained a result of 201mg/dl. An ER doctor used a device from the ER and said the patient's blood glucose was 50mg/dl. The doctor gave the patient orange juice, drew blood from the patient's arm and took a electrogram. The patient then stated the patient was also given an unknown IV. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. Glucose controls were not used on the suspect device system.